Event description:
The facility reported an infusion pump with a failure code 804:34 condition. Information was not provided regarding whether or not the failure occurred during a patient infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the device has been requested for evaluation but has not yet been received. Should the infusion pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.